Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid (sculptra), (dosage, and therapy date and indication nos). Relevant medical history and concomitant medications were not reported. The pt received two injections of poly-l-lactic acid a couple of months ago. One of the injections was in the pt's top lip and the other in the corner of the pt's mouth. The pt is now experiencing two large nodules at the injection sites. Event outcome is not specified. Reporter's causality; not specified.

Manufacturer narrative:
Additional info received on (B)(6) 2008: the physician described the event as two large lumps in area between upper lip margin and nose-bilateral. The lumps have continued to increase in size and are slightly tender. Treatment for the event includes intralesional celestone chronodose into five areas of each on (B)(6) 2008. The pt received poly-l-lactic acid diluted (nos) sometime in (B)(6) 2008, 0.5cc into the upper and lower lip region, lines around the mouth, and chin. In (B)(6) 2008, the pt received poly-l-lactic acid diluted with 6 mls, injected 0.5cc into the same regions. No concomitant medication and concomitant pathologies were reported. Event outcome was not provided. Addendum for follow-up info received on 17-apr and 21-apr-09 respectively were processed together: (B)(4).